Manufacturer narrative:
The livanova representative went on-side and replaced the defective motor to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective pump was returned for further investigation. During the investigation it was found that dirt in the pump caused the pump to get blocked which led to the reported issue.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative found the stirrer motor of the heater-cooler system 3t to be defective. The repair process is ongoing and has not yet been completed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that an error message was displayed on the patient circuit of the sorin heater-cooler system 3t during installation. There was no patient involvement.